Event description:
Revised: it was reported that the touchscreen became shattered and is not functional. The customer's blood glucose was 88 mg/dl. Customer reported that manual injections would continue to be used for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered and is not functional. Reportedly, customer cannot interact with the pump, customer cannot proceed past lock screen. The customer's blood glucose was 200 mg/dl. Customer reverted to insulin injections for insulin therapy.